Event description:
N/a

Manufacturer narrative:
An event of device migration, few hours after the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported device migration could not be conclusively determined. The reported unexpected surgical intervention was a result of case-specific circumstances as the device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant. Computed tomography (CT), ice imaging, and fluoroscopy were performed to determine the size of the landed zone. The left atrial pressure was above 12mmhg. 500cc of sodium chloride was given during procedure. During implant, the amulet was resheathed once; the second deployment was satisfactory. Close criteria was achieved and tug test was performed for more than 30 seconds without dislocation of the amulet. The shape of the amulet was roman helmet. No leak was observed. The patient was in normal sinus rhythm. The amulet was implanted. Later the same night, approximately 6 hours post-implant, device embolization was observed and the amulet was in the lvot. The embolized device did not cause partial or complete blockage of blood flow. No damage to the heart valves or tissue was noted. The amulet was surgically removed. No device was ultimately implanted. The patient was reported to be in stable condition.